Event description:
Third party report of adverse event of severe pain and loss of vision that required medical treatment, attributed to the subject contact lenses. The subject was treated with resultant corneal scaring, and vision recovery (temporary vision loss) but with eye sensitivity (requires tinted spectacles) and inability to continue wearing contact lenses. No additional information is available.